Manufacturer narrative:
Requesting product from the consumer and consumer reported he was still using the product.

Event description:
Broke part of tooth out, back left molar broke [tooth fracture]; tooth pain, hurts, now having toothache, on pain scale of 1 to 10, tooth pain between 3-5 [toothache]. Case description: a consumer reported that they, a male age (B)(6), used oral-b vitality series toothbrush 1 applic, 1-2 times a day to clean teeth and reported the following: broke part of his tooth out and tooth pain, hurts, now having toothache. He was continuing to use the toothbrush as it was the only toothbrush he had an he really liked the way it cleaned his teeth. He consulted with a dentist by phone. Treatment: benzocaine pain reliever, numbing product applied to base of tooth. The case outcome was not recovered/ not resolved. No further information was provided. On (B)(6) 2013 safety received consumer's completed questionnaire, photo of teeth, and photo of oral-b toothbrush with new information as follows: the consumer indicated he started using the toothbrush on (B)(6) 2013 and the back left molar broke/cracked to the gum on (B)(6) 2013. The tooth pain experienced, on a pain scale of 1 - 10, was currently 3 -5. He stated that he was still using the toothbrush to date. When he called the dentist, he was told the tooth needed an x-ray and the tooth examined before an accurate diagnosis could be made. Past medical history: allergies: none; medical history: thyroid disorder. Concomitant medication included synthroid 0.2 mg daily for thyroid. No further information was provided.